Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a coronary sinus dissection due to the balloon catheter. It was noted the dissection was caused by the balloon traumatizing the endothelium during the left ventricular lead implant, which then proceeded to implant. The patient was a participant in the attain stability quad study. No further patient complications have been reported as a result of this event.